Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine device follow up, this right ventricular (rv) lead exhibited loss of capture. X-rays showed the lead was possibly fractured. The patient was hospitalized and the lead was explanted and replaced emergently as this patient requires shock therapy. No additional adverse patient effects were reported. The explanted lead was expected to the returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of loss of capture and potential lead fracture. Visual inspection revealed no abnormalities.

Event description:
It was reported that during a routine device follow up, this right ventricular (rv) lead exhibited loss of capture. X-rays showed the lead was possibly fractured. The patient was hospitalized and the lead was explanted and replaced emergently as this patient requires shock therapy. No additional adverse patient effects were reported. The explanted lead was returned for analysis.